Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was felt while loading the cartridge with insulin. Another cartridge was successfully filled with insulin. There was no reported impact to customer's blood glucose.